Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide the results of third-party testing of the device evaluation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the regulation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the tested positive for 7/100ml pseudomonas aeruiginosa and 3/100ml flore baterienne non pathogene (colony forming units (cfus). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.